Event description:
It was reported that this rv lead was capped and replaced by a new lead due to shock impedance out of range (greater than 150 ohms) and oversensing. The lead was implanted and active for approx. 102 months and showed no abnormalities. It was decided to implant a new lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided tests from (B)(6) 2022 confirmed the high shock impedance above 150 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field channel, which led to oversensing. The provided x-ray was analyzed. An interaction between the leads in the implanted state cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.